Event description:
A consumer reported they started to use super poligrip free denture adhesive cream about a month before report and about that time their dentures slipped through the skin in their mouth and they needed to have a bone taken out of their mouth. They continued to use product. The lot number is known and quality testing is pending.